Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of right ventricular oversensing noted due to crosstalk. Technical support was contacted, and suggested reprogramming changes to resolve the event. The device will be reprogrammed at the next visit in clinic. The patient was stable with no consequences.